Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of needle filter blunt fill 18x1-1/2 experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 305211, batch no.: unknown. Verbatim: we just opened a box of these blunt fill needles with filter, and it was filled with item 305180 blunt fill needles. Lot #90565.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle filter blunt fill 18x1-1/2 experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 305211 batch no.: unknown. Verbatim: we just opened a box of these blunt fill needles with filter, and it was filled with item 305180 blunt fill needles. Lot #90565.